Manufacturer narrative:
Concomitant products: 4463 competitor lead implanted: (B)(6) 2000, 5867-3m a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the placement of the implantable pulse generator (ipg) system was causing the patient pain. The system was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.